Manufacturer narrative:
(B)(4). Concomitant device and therapy dates: cutter device, (B)(6) 2019. The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper device use which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that prior to surgery, it was observed that the motor device would not hold the cutter device. During in-house engineering evaluation, it was determined that the device would not secure cutter into the locking mechanism, there was a small hole in the hose near the muffler and there was no red indication line on the muffler and the device operated with the safety engaged. The device also failed pre-tests for cutter lock assessment, hose verification and muffler tube verification and safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.